Event description:
It was reported that an ilet pump repeatedly displayed ¿unable to proceed¿ and experienced consecutive motor stalls during cartridge change and priming, consistent with a stalled motor alert and unresolved after restarts, priming, and rewinding. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or medical care. Investigation included troubleshooting with cartridge and tubing changes, device restarts, and education. Investigation of this case revealed persistent motor stall behavior consistent with a hardware malfunction. It was concluded that the event was due to a device mechanical failure related to the motor mechanism.